Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the monopolar curved scissors instrument was dull. The planned surgical procedure was completed successfully. No pt harm, adverse outcome or injury was reported. No add'l info was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance tests and found the instrument to be within specification. Cut tests and electrical continuity testing were completed successfully. Engineering also observed the distal end of the main tube has a 1 inch long by .160 wide section with material removed on one side of the tube. Damaged area is 2 inches above the tube extension, parallel to the tube axis, and has a rough surface finish than the rest of the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. Add'l investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if add'l info is received.